Manufacturer narrative:
The actual sample and a photograph were received for evaluation. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. The fill port cap was removed and no defect was observed of the connector/cap areas. The photograph was reviewed and a colorless to white polymeric appearing particle was apparent in the fluid pathway. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a small particle. This was identified during visual inspection of the finished product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.